Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a bilateral case of delayed onset severe intermittent photophobia, with subsequent migraine headaches, one month after lasik surgery. Pt was treated with steroid drops, after the report. Five weeks after surgery pt returned for another post op visit and reported that the symptoms had resolved, and mentioned that he had been fighting the flu, the week prior. This report will reference the pt's right eye.